Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is unable to communicate with or charge his ipg. The sjm rep met with the pt and confirmed the issue. The pt stated he had not used or changed his ipg in at least three months. The pt was sent a replacement charging sys. Surgical intervention may be taken at a later date to address this issue.